Manufacturer narrative:
ADDITIONAL INFORMATION: H1 (SPECIFYING QUANTITY OF PATIENTS SUMMARIZED IN THE .CSV FILE).

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00256201-1-L1,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L2,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L3,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L4,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L5,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L6,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L7,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L8,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L9,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L10,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L11,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L12,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L13,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L14,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L15,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L16,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L17,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L18,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L19,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L20,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L21,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L22,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L23,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L24,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L25,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L26,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L27,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L28,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L29,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L30,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L31,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L32,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L33,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L34,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L35,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L36,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L37,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L38,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L39,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L40,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L41,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L42,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L43,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L44,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to unspecified infection. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L45,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to dislocation/instability. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L46,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to dislocation/instability. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L47,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to dislocation/instability. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L48,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to dislocation/instability. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L49,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L50,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L51,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L52,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L53,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L54,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L55,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L56,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L57,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L58,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to periprosthetic fracture. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L59,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to malposition/malalignment. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L60,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to malposition/malalignment. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L61,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to malposition/malalignment. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L62,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L63,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L64,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L65,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L66,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L67,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L68,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due aseptic loosening. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L69,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to wear. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L70,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to wear. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L71,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L72,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L73,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L74,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L75,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L76,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L77,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L78,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L79,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L80,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L81,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L82,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L83,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L84,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L85,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L86,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L87,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L88,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L89,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L90,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L91,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L92,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L93,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L94,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L95,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L96,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L97,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L98,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L99,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L100,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L101,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L102,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L103,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L104,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L105,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L106,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L107,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L108,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L109,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L110,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L111,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L112,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L113,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L114,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L115,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L116,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L117,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L118,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L119,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L120,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L121,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L122,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L123,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L124,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L125,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L126,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L127,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L128,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L129,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L130,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L131,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L132,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L133,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L134,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L135,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L136,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L137,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L138,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L139,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L140,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L141,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L142,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L143,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L144,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L145,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L146,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L147,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L148,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L149,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L150,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L151,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L152,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L153,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L154,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L155,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L156,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L157,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L158,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L159,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L160,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L161,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256201-1-L162,,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Components,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later revised due to other-unknown reasons. No further information is available.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand eight hundred and eight (2808) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one hundred and sixty-two knees (162) were later revised due to the following complications: forty-four (44) knees due to infection, four (4) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-two (92) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand eight hundred and eight (2808) primary TKA procedures with RT-Plus femoral components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. This difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.1 % (3.3%-4.8%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.2% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.7%) vs 6.4% (6.0%-6-8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.2%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256207-1-L1, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L2, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L3, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L4, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L5, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L6, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L7, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L8, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L9, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L10, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L11, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L12, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L13, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L14, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L15, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L16, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L17, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L18, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L19, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L20, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L21, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L22, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L23, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L24, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L25, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L26, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L27, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L28, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L29, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L30, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L31, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L32, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L33, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L34, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L35, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L36, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L37, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L38, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L39, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L40, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L41, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L42, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L43, ,3/17/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L44, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L45, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L46, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L47, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L48, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L49, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L50, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L51, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L52, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L53, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L54, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L55, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L56, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L57, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L58, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L59, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L60, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L61, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L62, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L63, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L64, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L65, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L66, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L67, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L68, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L69, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L70, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L71, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L72, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L73, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L74, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L75, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L76, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L77, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L78, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L79, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L80, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L81, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L82, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L83, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L84, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L85, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L86, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L87, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L88, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L89, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L90, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L91, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L92, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L93, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L94, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00256207-1-L95, ,3/17/2025,2/12/2025,RT-Plus Knee System,RT-Plus Femoral Component, , , , , , , ,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of six hundred eighty-two (682) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2024, using an RT-Plus femoral component. From these, ninety-five knees (95) were later re-revised due to the following complications: forty-two (42) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. ;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of six hundred eighty-two (682) revision TKA procedures with RT-Plus femoral components have been performed in Germany between 01-May-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year, with the exception of the second postoperative year (11.0% vs 10.6% of the class). This difference is non-significant at any year based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.6%-7.1%) vs 6.3% (6.1%-6.6%) of the class.;o At 2nd postoperative year: 11.0% (8.4%-13.4%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.8% (9.1%-14.3%) vs 13.1% (12.8%-13.5%) of the class.;o At 4th postoperative year: 14.2% (11.2%-17.0%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.8% (12.6%-18.9%) vs 16.4% (16.0%-16.8%) of the class.;o At 6th postoperative year: 16.5% (13.2%-19.8%) vs 17.6% (17.2%-18.1%) of the class.;o At 7th postoperative year: 18.7% (14.8%-22.5%) vs 18.8% (18.4%-19.3%) of the class.;o At 8th postoperative year: 19.4% (15.3%-23.4%) vs 19.9% (19.4%-20.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.", ,, , , , ,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,1;CASE-2025-00257233-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257233-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-eight (768) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, fifty-six (56) knees were later revised due to the following complications: twenty (20) knees due to infection, one (1) knee due to dislocation/instability, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-two (32) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-eight (768) primary TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are consistently higher than the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. However, the performance is comparable as this difference is non-significant based on the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.3 % (3.7%-6.9%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.9% (5.0%-8.8%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.3% (5.3%-9.2%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.3% (5.3%-9.2%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 8.1% (6.0%-10.2%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.5% (6.2%-10.6%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.5% (6.2%-10.6%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.5% (6.2%-10.6%) vs 8.1% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L100,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L101,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L102,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L103,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L104,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L105,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L106,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L107,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L108,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L109,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L110,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L111,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L112,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L113,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L114,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L115,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L116,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L117,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L118,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L119,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L120,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L121,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L122,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L123,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L124,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L125,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L126,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L127,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L128,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L129,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L130,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L131,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L132,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L133,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L134,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L135,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L136,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L137,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L138,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L139,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L140,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L141,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L142,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L143,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L144,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L145,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L146,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L147,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L148,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L149,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L150,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L151,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L152,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L153,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L154,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L155,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L156,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L157,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257234-1-L158,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one knee was later re-revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-six (1366) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular femoral component. From these, one hundred fifty-eight (158) knees were later revised due to the following complications: sixty-five (65) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-seven (27) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand three hundred sixty-six (1366) revision TKA procedures with RT-Plus Modular femoral components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components indicate that these devices are performing in line with the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between both classes is significant from the second through the eight postoperative years based on the non-overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.4 % (4.1%-6.6%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.6% (7.0%-10.1%) vs 10.9% (10.6%-11.1%) of the class.;o At 3rd postoperative year: 10.1% (8.3%-11.7%) vs 13.4% (13.1%-13.8%) of the class.;o At 4th postoperative year: 12.2% (10.2%-14.1%) vs 15.3% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.2% (11.1%-15.3%) vs 16.7% (16.3%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.8%-16.2%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.1% (12.7%-17.5%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.0% (13.3%-18.7%) vs 20.3% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L100,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L101,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L102,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L103,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L104,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L105,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L106,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L107,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L108,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L109,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L110,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L111,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L112,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L113,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L114,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L115,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L116,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L117,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L118,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L119,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L120,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L121,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L122,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L123,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L124,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L125,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L126,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L127,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L128,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L129,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L130,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L131,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L132,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L133,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L134,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L135,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L136,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L137,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L138,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L139,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L140,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L141,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L142,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L143,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L144,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L145,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L146,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L147,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L148,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L149,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L150,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L151,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L152,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L153,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L154,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L155,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L156,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L157,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L158,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257235-1-L159,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand seven hundred thirty-eight (2738) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one hundred and fifty-nine (159) knees were later revised due to the following complications: forty-one (41) knees due to infection, five (5) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, three (3) knees due to malposition/malalignment, seven (7) knees due to aseptic loosening, two (2) knees due to wear and ninety-one (91) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two thousand seven hundred thirty-eight (2738) primary TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA primary procedures (referred to as ¿the class¿ below) from the second through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.2 % (3.4%-4.9%) vs 4.1% (3.8%-4.4%) of the class.;o At 2nd postoperative year: 5.3% (4.4%-6.1%) vs 5.6% (5.3%-6.0%) of the class.;o At 3rd postoperative year: 5.8% (4.9%-6.8%) vs 6.4% (6.0%-6.8%) of the class.;o At 4th postoperative year: 6.3% (5.3%-7.3%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.5% (5.5%-7.5%) vs 7.2% (6.8%-7.6%) of the class.;o At 6th postoperative year: 6.6% (5.6%-7.6%) vs 7.6% (7.1%-8.0%) of the class.;o At 7th postoperative year: 6.7% (5.7%-7.8%) vs 8.0% (7.5%-8.5%) of the class.;o At 8th postoperative year: 6.7% (5.7%-7.8%) vs 8.4% (7.8%-9.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to malposition/malalignment. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to malposition/malalignment. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257236-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred sixty-one (761) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2024, using an RT-Plus tibial component. From these, ninety-nine (99) knees were later re-revised due to the following complications: forty-five (45) knees due to infection, one (1) knee due to recurrent dislocation, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, fifteen (15) knees due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of seven hundred sixty-one (761) revision TKA procedures with RT-Plus tibial components have been performed in Germany between 01-Dec-2013 and 31-Mar-2024. The cumulative revision rates for these components are below the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the eighth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.3%-6.5%) vs 6.4% (6.2%-6.6%) of the class.;o At 2nd postoperative year: 10.6% (8.2%-12.9%) vs 10.6% (10.3%-10.9%) of the class.;o At 3rd postoperative year: 11.5% (9.0%-13.9%) vs 13.2% (12.9%-13.5%) of the class.;o At 4th postoperative year: 14.0% (11.2%-16.7%) vs 15.0% (14.7%-15.4%) of the class.;o At 5th postoperative year: 15.3% (12.3%-18.2%) vs 16.4% (16.1%-16.8%) of the class.;o At 6th postoperative year: 15.6% (12.5%-18.5%) vs 17.7% (17.3%-18.1%) of the class.;o At 7th postoperative year: 17.0% (13.6%-20.3%) vs 18.9% (18.4%-19.3%) of the class.;o At 8th postoperative year: 17.6% (14.0%-21.1%) vs 20.0% (19.4%-20.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257237-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred thirty-nine (839) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, fifty-nine (59) knees were later revised due to the following complications: twenty-three (23) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-three (33) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of eight hundred thirty-nine (839) primary TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.9% (3.4%-6.3%) vs 4.1% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 6.6% (4.9%-8.4%) vs 5.5% (5.2%-5.8%) of the class.;o At 3rd postoperative year: 7.0% (5.2%-8.8%) vs 6.3% (5.9%-6.6%) of the class.;o At 4th postoperative year: 7.2% (5.3%-9.0%) vs 6.7% (6.3%-7.1%) of the class.;o At 5th postoperative year: 7.9% (5.9%-9.9%) vs 7.1% (6.7%-7.5%) of the class.;o At 6th postoperative year: 8.3% (6.1%-10.4%) vs 7.4% (7.0%-7.8%) of the class.;o At 7th postoperative year: 8.3% (6.1%-10.4%) vs 7.8% (7.3%-8.2%) of the class.;o At 8th postoperative year: 8.3% (6.1%-10.4%) vs 8.2% (7.6%-8.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to recurrent dislocations.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to periprosthetic fracture. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to malposition/malalignment. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L100,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L101,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L102,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L103,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L104,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L105,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L106,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L107,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L108,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L109,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L110,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L111,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L112,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L113,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L114,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L115,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L116,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L117,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L118,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L119,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L120,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L121,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L122,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L123,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L124,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L125,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L126,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L127,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L128,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L129,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L130,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L131,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L132,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L133,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L134,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L135,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L136,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L137,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L138,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L139,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L140,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L141,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L142,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L143,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L144,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257238-1-L145,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand two hundred thirty-seven (1237) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using an RT-Plus Modular tibial component. From these, one hundred and forty-five (145) knees were later re-revised due to the following complications: fifty-eight (58) knees due to infection, two (2) knees due to recurrent dislocations, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-four (24) knees due to aseptic loosening, one (1) knee due to wear and fifty-six (56) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Modular Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand two hundred thirty-seven (1237) revision TKA procedures with RT-Plus Modular tibial components have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative revision rates for these components are lower than the TKA constrained products (referred to as ¿the class¿ below) out to 8 years. This difference is statistically significant from the second through the 8 postoperative years as determined by the non-overlapping confident intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.5% (4.2%-6.8%) vs 6.6% (6.4%-6.8%) of the class.;o At 2nd postoperative year: 8.4% (6.8%-10.0%) vs 10.9% (10.6%-11.2%) of the class.;o At 3rd postoperative year: 10.2% (8.4%-12.0%) vs 13.5% (13.1%-13.8%) of the class.;o At 4th postoperative year: 11.9% (9.8%-13.8%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 13.1% (10.9%-15.2%) vs 16.7% (16.4%-17.1%) of the class.;o At 6th postoperative year: 14.0% (11.7%-16.3%) vs 18.0% (17.6%-18.4%) of the class.;o At 7th postoperative year: 15.5% (12.9%-18.1%) vs 19.2% (18.7%-19.6%) of the class.;o At 8th postoperative year: 16.5% (13.5%-19.4%) vs 20.2% (19.7%-20.8%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L100,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L101,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L102,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L103,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L104,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L105,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L106,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L107,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L108,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L109,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L110,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L111,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L112,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L113,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L114,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L115,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L116,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L117,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L118,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L119,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L120,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L121,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L122,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L123,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L124,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L125,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L126,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L127,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L128,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L129,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L130,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L131,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L132,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L133,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L134,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L135,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L136,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L137,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L138,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L139,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L140,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L141,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L142,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L143,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L144,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L145,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L146,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L147,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L148,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L149,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L150,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L151,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L152,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L153,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L154,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L155,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L156,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L157,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L158,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L159,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L160,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L161,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L162,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L163,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L164,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L165,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L166,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L167,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L168,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L169,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L170,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L171,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L172,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L173,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L174,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L175,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L176,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L177,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L178,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L179,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L180,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L181,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L182,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L183,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L184,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L185,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L186,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L187,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L188,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L189,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L190,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L191,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L192,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L193,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L194,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L195,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L196,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L197,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L198,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L199,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L200,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L201,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L202,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L203,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L204,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L205,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L206,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L207,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L208,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L209,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L210,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L211,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L212,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L213,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L214,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L215,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L216,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L217,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257798-1-L218,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand five hundred and seventy-seven (3577) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, two hundred eighteen (218) knees were later revised due to the following complications: sixty-four (64) knees due to infection, five (5) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of three thousand five hundred and seventy-seven (3577) primary TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Jan-2013 and 31-Mar-2024. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 4.3% (3.7%-5.0%) vs 4.0% (3.8%-4.3%) of the class.;o At 2nd postoperative year: 5.6% (4.8%-6.4%) vs 5.6% (5.2%-5.9%) of the class.;o At 3rd postoperative year: 6.1% (5.3%-6.9%) vs 6.4% (6.0%-6.7%) of the class.;o At 4th postoperative year: 6.5% (5.6%-7.4%) vs 6.8% (6.4%-7.2%) of the class.;o At 5th postoperative year: 6.8% (5.9%-7.7%) vs 7.2% (6.7%-7.6%) of the class.;o At 6th postoperative year: 7.0% (6.1%-7.9%) vs 7.5% (7.1%-8.0%) of the class.;o At 7th postoperative year: 7.1% (6.1%-8.0%) vs 8.0% (7.4%-8.5%) of the class.;o At 8th postoperative year: 7.1% (6.1%-8.0%) vs 8.4% (7.8%-9.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L1,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L2,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L3,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L4,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L5,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L6,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L7,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L8,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L9,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L10,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L11,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L12,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L13,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L14,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L15,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L16,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L17,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L18,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L19,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L20,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L21,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L22,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L23,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L24,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L25,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L26,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L27,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L28,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L29,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L30,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L31,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L32,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L33,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L34,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L35,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L36,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L37,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L38,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L39,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L40,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L41,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L42,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L43,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L44,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L45,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L46,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L47,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L48,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L49,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L50,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L51,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L52,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L53,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L54,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L55,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L56,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L57,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L58,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L59,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L60,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L61,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L62,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L63,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L64,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L65,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L66,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L67,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L68,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L69,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L70,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L71,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L72,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L73,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L74,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L75,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L76,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L77,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L78,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L79,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L80,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L81,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L82,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L83,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L84,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L85,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L86,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L87,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L88,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L89,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L90,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L91,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L92,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L93,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L94,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L95,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L96,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L97,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L98,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L99,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L100,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L101,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L102,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L103,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L104,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L105,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L106,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L107,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L108,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L109,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L110,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L111,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L112,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L113,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L114,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L115,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L116,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L117,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L118,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L119,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L120,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L121,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L122,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L123,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L124,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L125,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L126,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L127,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L128,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L129,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L130,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L131,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L132,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L133,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L134,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L135,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L136,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L137,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L138,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L139,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L140,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L141,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L142,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L143,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L144,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to recurrent dislocation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L145,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L146,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L147,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L148,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L149,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L150,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L151,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L152,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L153,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L154,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L155,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L156,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L157,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L158,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L159,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L160,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L161,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L162,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L163,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L164,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L165,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L166,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L167,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L168,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L169,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L170,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L171,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L172,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L173,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L174,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L175,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L176,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L177,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L178,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L179,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L180,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L181,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L182,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L183,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L184,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L185,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L186,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L187,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L188,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L189,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L190,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L191,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L192,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L193,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L194,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L195,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L196,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L197,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L198,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L199,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L200,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L201,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L202,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L203,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L204,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L205,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L206,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L207,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L208,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L209,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L210,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L211,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L212,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L213,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L214,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L215,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L216,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L217,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L218,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L219,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L220,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L221,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L222,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L223,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L224,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L225,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L226,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L227,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L228,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L229,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L230,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L231,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L232,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L233,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L234,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L235,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L236,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L237,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L238,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L239,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L240,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L241,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L242,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L243,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L244,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L245,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L246,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L247,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L248,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L249,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L250,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L251,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L252,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L253,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L254,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L255,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L256,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L257,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L258,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L259,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L260,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L261,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L262,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L263,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L264,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L265,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L266,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L267,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L268,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L269,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L270,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L271,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L272,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L273,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L274,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L275,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L276,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L277,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L278,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L279,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L280,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L281,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L282,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L283,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L284,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L285,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L286,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L287,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L288,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L289,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L290,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L291,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L292,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L293,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L294,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L295,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L296,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L297,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L298,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L299,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L300,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L301,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L302,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L303,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L304,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L305,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L306,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L307,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L308,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L309,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L310,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L311,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L312,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L313,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L314,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L315,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L316,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L317,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L318,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00257800-1-L319,,10/21/2025,2/12/2025,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand two hundred and seventy-seven (2277) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2024, using RT-Plus tibial inserts. From these, three hundred nineteen (319) knees were later re-revised due to the following complications: one hundred and forty one (141) knees due to infection, three (3) knees due to recurrent dislocation, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, forty-seven (47) knees due to aseptic loosening, one (1) knee due to wear and one hundred seventeen (117) knees due to other-unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;According to this registry report, a total of two thousand two hundred and seventy-seven (2277) revision TKA procedures with RT-Plus tibial inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 8 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 6.9% (5.8%-7.9%) vs 6.7% (6.5%-6.9%) of the class.;o At 2nd postoperative year: 11.0% (9.6%-12.3%) vs 11.0% (10.7%-11.2%) of the class.;o At 3rd postoperative year: 12.6% (11.1%-14.1%) vs 13.6% (13.2%-13.9%) of the class.;o At 4th postoperative year: 14.9% (13.3%-16.5%) vs 15.4% (15.1%-15.8%) of the class.;o At 5th postoperative year: 16.2% (14.4%-17.9%) vs 16.8% (16.4%-17.2%) of the class.;o At 6th postoperative year: 16.9% (15.0%-18.7%) vs 18.1% (17.7%-18.5%) of the class.;o At 7th postoperative year: 18.2% (16.2%-20.2%) vs 19.3% (18.8%-19.7%) of the class.;o At 8th postoperative year: 19.0% (16.8%-21.2%) vs 20.4% (19.8%-20.9%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00256207-1-L96,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L97,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L98,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L99,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L100,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L101,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L102,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L103,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256207-1-L104,,4/27/2026,1/28/2026,RT-Plus Knee System,RT-Plus Femoral Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred fifty - three (753) knees underwent revision TKA procedures between 01-May-2013 and 31-Mar-2025, using an RT-Plus femoral component. From these, one hundred four (104) were later re-revised due to the following complications: forty-six (46) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-May-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of seven hundred fifty - three (753) revision TKA procedures with RT-Plus femoral component were performed in Germany between 01-May-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are consistently lower than the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year, with the exception of the second postoperative year (11.1% vs 10.5% of the class). This difference is non-significant at any year based on the overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 5.4% (3.7%¿7.0%) vs 6.3% (6.1%¿6.5%) of the class.;-At 2nd postoperative year: 11.1% (8.7%¿13.5%) vs 10.5% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.9% (9.3%¿14.3%) vs 13.1% (12.8%¿13.4%) of the class.;-At 4th postoperative year: 14.2% (11.4%¿16.9%) vs 15.0% (14.7%¿15.3%) of the class.;-At 5th postoperative year: 15.6% (12.6%¿18.5%) vs 16.4% (16.0%¿16.7%) of the class.;-At 7th postoperative year: 17.8% (14.4%¿21.1%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 19.1% (15.2%¿22.8%) vs 20.7% (20.2%¿21.3%) of the class.;-At 10th postoperative year: 19.1% (15.2%¿22.8%) vs 21.8% (21.1%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L163,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L164,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L165,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L166,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L167,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L168,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L169,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L170,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L171,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L172,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L173,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to dislocation /instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L174,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L175,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L176,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L177,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L178,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L179,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L180,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L181,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L182,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L183,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L184,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L185,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L186,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L187,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L188,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L189,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L190,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L191,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256201-1-L192,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Femoral Component ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Femoral Component was implanted. Of these, a total of hundred and ninety-two (192) knees required revision due to the following reasons: fifty four (54) hips/knees due to infection, five (5) due to dislocation/instability, ten (10) due to peri-prosthetic fracture, four (4) due to malposition/malalignment, eight (8) due to aseptic loosening, two (2) due to wear, and one hundred nine (109) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand one hundred and thirty-three (3,133) knees underwent primary TKA in which a RT-PLUS Femoral Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 4.3% (3.5%¿5.0%) vs 4.1% (3.9%¿4.4%) of the class. ;- At 2nd postoperative year: 5.4% (4.6%¿6.2%) vs 5.6% (5.3%¿5.9%) of the class. ;- At 3rd postoperative year: 6.0% (5.1%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class. ;- At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class. ;- At 5th postoperative year: 6.7% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class. ;- At 7th postoperative year: 7.0% (6.0%¿8.0%) vs 8.2% (7.7%¿8.6%) of the class. ;- At 9th postoperative year: 7.6% (6.2%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class. ;- At 10th postoperative year: 8.1% (6.4%¿9.8%) vs 9.4% (8.6%¿10.2%) of the class;As observed above, across all evaluated post-operative time points, the 95% confidence intervals for the revision rates of the RT-PLUS Femoral Component overlaps with those of the TKA class. Based on this, no statistically significant differences were observed between the revision rates of the study device and the TKA class at any follow-up interval.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257233-1-L57,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) knees underwent primary TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, fifty-eight (58) knees required revision due to the following reasons: twenty-one (21) hips/knees due to infection, one (1) due to dislocation/instability, one (1) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, one (1) due to aseptic loosening, and thirty three (33) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) knees underwent primary TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.0% (3.4%¿6.4%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 6.4% (4.7%¿8.1%) vs 5.6% (5.3%¿5.8%) of the class.;- At 3rd postoperative year: 6.7% (4.9%¿8.5%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 6.7% (4.9%¿8.5%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 7.4% (5.5%¿9.4%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 8.0% (5.9%¿10.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 8.8% (6.2%¿11.4%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 8.8% (6.2%¿11.4%) vs 9.2% (8.4%¿10.0%) of the class. ;As shown in the above revision rates, during the 10 post-operative follow-up years, the 95% confidence intervals of RT-PLUS Modular Femoral Component overlapped with those of the TKA class. Based on this overlap, no statistically significant differences in revision rates were identified. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257233-1-L58,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eight hundred and twenty (820) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eight hundred and twenty (820) knees underwent primary TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, fifty-eight (58) knees required revision due to the following reasons: twenty-one (21) hips/knees due to infection, one (1) due to dislocation/instability, one (1) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, one (1) due to aseptic loosening, and thirty three (33) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eight hundred and twenty (820) knees underwent primary TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.0% (3.4%¿6.4%) vs 4.1% (3.9%¿4.4%) of the class.;- At 2nd postoperative year: 6.4% (4.7%¿8.1%) vs 5.6% (5.3%¿5.8%) of the class.;- At 3rd postoperative year: 6.7% (4.9%¿8.5%) vs 6.4% (6.0%¿6.7%) of the class.;- At 4th postoperative year: 6.7% (4.9%¿8.5%) vs 6.8% (6.5%¿7.2%) of the class.;- At 5th postoperative year: 7.4% (5.5%¿9.4%) vs 7.2% (6.9%¿7.6%) of the class.;- At 7th postoperative year: 8.0% (5.9%¿10.1%) vs 8.0% (7.6%¿8.4%) of the class.;- At 9th postoperative year: 8.8% (6.2%¿11.4%) vs 8.7% (8.1%¿9.2%) of the class.;- At 10th postoperative year: 8.8% (6.2%¿11.4%) vs 9.2% (8.4%¿10.0%) of the class. ;As shown in the above revision rates, during the 10 post-operative follow-up years, the 95% confidence intervals of RT-PLUS Modular Femoral Component overlapped with those of the TKA class. Based on this overlap, no statistically significant differences in revision rates were identified. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L159,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L160,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L161,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L162,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L163,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L164,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L165,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to infection.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L166,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L167,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L168,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L169,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L170,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L171,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L172,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257234-1-L173,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Modular Femoral Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025, using RT-PLUS Modular Femoral Component. Of these, one (1) knee required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (01-Jan-2026 to 31-Mar-2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of one thousand five hundred and one (1,501) knees underwent revision TKA between 01-Feb-2013 and 31-Mar-2025 in which a RT-PLUS Modular Femoral Component was implanted. Of these, a hundred and seventy-three (173) knees required re-revision due to the following reasons: seventy two (72) knees due to infection, two (2) due to dislocation/instability, three (3) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirty one (31) due to aseptic loosening, one (1) due to wear, and sixty three (63) due to other/unknown reasons. Timeframe of Registry Data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Modular Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand five hundred and one (1,501) knees underwent revision TKA in which a RT-PLUS Modular Femoral Component was implanted in Germany between 01-Feb-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;- At 1st postoperative year: 5.3% (4.1%¿6.5%) vs 6.6% (6.4%¿6.8%) of the class.;- At 2nd postoperative year: 8.5% (7.0%¿9.9%) vs 10.8% (10.6%¿11.1%) of the class.;- At 3rd postoperative year: 9.9% (8.3%¿11.5%) vs 13.5% (13.2%¿13.8%) of the class.;- At 4th postoperative year: 11.9% (10.1%¿13.7%) vs 15.3% (15.0%¿15.7%) of the class.;- At 5th postoperative year: 13.1% (11.1%¿15.0%) vs 16.7% (16.4%¿17.1%) of the class.;- At 7th postoperative year: 14.5% (12.3%¿16.7%) vs 19.2% (18.8%¿19.6%) of the class.;- At 9th postoperative year: 15.7% (13.1%¿18.3%) vs 21.1% (20.6%¿21.6%) of the class.;- At 10th postoperative year: 16.6% (13.5%¿19.7%) vs 22.2% (21.5%¿22.8%) of the class.;The re-revision rates above demonstrated overlapping confidence intervals between the RT-PLUS Modular Femoral Component and the revision TKA class at the 1st postoperative year; therefore, no statistically significant difference could be concluded at this time point.;On the other hand, from the 2nd postoperative year through the 10th postoperative year, the confidence intervals associated with the re-revision rates of the RT-PLUS Modular Femoral Component did not overlap with those of the revision TKA class. Based on this, the re-revision rates presented by the RT-PLUS Modular Femoral Component were statistically significantly lower than the revision TKA class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L160,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L161,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L162,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L163,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L164,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L165,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L166,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L167,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L168,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L169,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L170,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L171,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L172,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L173,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L174,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L175,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L176,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L177,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L178,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L179,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L180,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L181,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L182,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L183,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L184,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L185,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L186,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L187,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L188,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257235-1-L189,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-PLUS Tibial Component,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025, using RT-PLUS Tibial Component. From these, one (1) knee required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1 - March 31, 2026);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three thousand and forty-nine (3,049) knees underwent primary TKA between 01-Jan-2013 and 31-Mar-2025 in which a RT-PLUS Tibial Component was implanted. Of these, a hundred and eighty-nine (189) knees required revision due to the following reasons: fifty-one (51) knees due to infection, six (6) knees due to dislocation/instability, ten (10) knees due to periprosthetic fracture, four (4) knees due to malposition/malalignment, eight (8) knees due to aseptic loosening, two (2) knees due to wear, and one hundred eight (108) knees due to other/unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-PLUS Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) knees underwent primary TKA in which a RT-PLUS Tibial Component was implanted in Germany between 01-Jan-2013 and 31-Mar-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 4.4% (3.6%¿5.1%) vs 4.1% (3.9%¿4.4%) of the class.;? At 2nd postoperative year: 5.5% (4.6%¿6.3%) vs 5.6% (5.3%¿5.9%) of the class.;? At 3rd postoperative year: 6.1% (5.2%¿7.0%) vs 6.4% (6.1%¿6.8%) of the class.;? At 4th postoperative year: 6.5% (5.6%¿7.4%) vs 6.9% (6.5%¿7.2%) of the class.;? At 5th postoperative year: 6.8% (5.8%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;? At 7th postoperative year: 7.1% (6.0%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;? At 9th postoperative year: 7.7% (6.3%¿9.0%) vs 8.9% (8.3%¿9.4%) of the class.;? At 10th postoperative year: 8.2% (6.5%¿9.9%) vs 9.4% (8.5%¿10.2%) of the class.;By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference in revision rates of the RT-PLUS Tibial Component and the TKA class, as the 95% confidence intervals overlap at all evaluated postoperative time points.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257236-1-L100,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L101,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L102,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L103,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to unspecified infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L104,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L105,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L106,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L107,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257236-1-L108,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial component. From these, one (1) knee was later re-revised due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eight hundred forty-three (843) knees underwent revision TKA procedures between 01-Dec-2013 and 31-Mar-2025, using an RT-Plus tibial components. From these, one hundred eight (108) were later re-revised due to the following complications: forty-nine (49) knees due to infection, two (2) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, two (2) knees due to malposition/malalignment, seventeen (17) knees due to aseptic loosening and thirty-five (35) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Dec-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eight hundred forty-three (843) revision TKA procedures with RT-Plus tibial components were performed in Germany between 01-Dec-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are below or equal the revision rates provided for the EPRD aggregate TKA revision procedures (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The difference between the two classes is not statistically significant, as indicated by the overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.9% (3.4%¿6.4%) vs 6.4% (6.2%¿6.6%) of the class.;-At 2nd postoperative year: 10.6% (8.4%¿12.8%) vs 10.6% (10.3%¿10.8%) of the class.;-At 3rd postoperative year: 11.5% (9.1%¿13.7%) vs 13.2% (12.9%¿13.5%) of the class.;-At 4th postoperative year: 13.8% (11.2%¿16.4%) vs 15.0% (14.7%¿15.4%) of the class.;-At 5th postoperative year: 14.9% (12.1%¿17.6%) vs 16.4% (16.1%¿16.8%) of the class.;-At 7th postoperative year: 16.3% (13.2%¿19.2%) vs 18.8% (18.4%¿19.2%) of the class.;-At 9th postoperative year: 17.5% (14.0%¿20.8%) vs 20.8% (20.3%¿21.3%) of the class.;-At 10th postoperative year: 17.5% (14.0%¿20.8%) vs 21.9% (21.2%¿22.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L219,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L220,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L221,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L222,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L223,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L224,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L225,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L226,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L227,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L228,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L229,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L230,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257798-1-L231,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to malposition/malalignment. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L232,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L233,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L234,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L235,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L236,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L237,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L238,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L239,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L240,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L241,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L242,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L243,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L244,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L245,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L246,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L247,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L248,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L249,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257798-1-L250,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Inserts,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of three thousand nine hundred fifty-four (3,954) knees underwent primary TKA procedures between 01-Jan-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, two hundred fifty (250) knees were later revised due to the following complications: seventy-five (75) knees due to infection, six (6) knees due to dislocation/instability, eleven (11) knees due to periprosthetic fracture, five (5) knee due to malposition/malalignment, nine (9) knees due to aseptic loosening, two (2) knees due to wear and one hundred forty-two (142) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Jan-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of three thousand nine hundred fifty-four (3,954) primary TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Jan-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.4% (3.8%¿5.1%) vs 4.1% (3.8%¿4.4%) of the class.;-At 2nd postoperative year: 5.6% (4.9%¿6.4%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.2% (5.4%¿6.9%) vs 6.4% (6.1%¿6.8%) of the class.;-At 4th postoperative year: 6.5% (5.7%¿7.3%) vs 6.9% (6.5%¿7.3%) of the class.;-At 5th postoperative year: 6.9% (6.0%¿7.7%) vs 7.3% (6.9%¿7.7%) of the class.;-At 7th postoperative year: 7.2% (6.3%¿8.1%) vs 8.2% (7.7%¿8.6%) of the class.;-At 9th postoperative year: 7.9% (6.7%¿9.1%) vs 8.9% (8.3%¿9.5%) of the class.;-At 10th postoperative year: 8.3% (6.8%¿9.7%) vs 9.4% (8.6%¿10.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L320,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L321,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L322,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L323,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L324,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L325,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L326,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L327,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L328,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L329,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L330,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L331,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L332,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L333,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L334,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L335,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L336,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L337,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L338,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L339,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L340,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L341,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L342,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L343,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L344,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L345,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L346,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L347,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L348,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L349,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L350,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257800-1-L351,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Tibial Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, one (1) knee was later re-revised due to other-unknown reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two thousand five hundred eleven (2,511) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using RT-Plus tibial inserts. From these, three hundred fifty-one (351) knees were later re-revised due to the following complications: one hundred fifty-seven (157) knees due to infection, five (5) knees due to dislocation/instability, six (6) knees due to periprosthetic fracture, four (4) knee due to malposition/malalignment, fifty-four (54) knees due to aseptic loosening, one (1) knee due to wear and one hundred twenty-four (124) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany.; ;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand five hundred eleven (2,511) revision TKA procedures with RT-Plus tibial inserts were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative re-revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 6.9% (5.9%¿7.9%) vs 6.7% (6.5%¿6.9%) of the class.;-At 2nd postoperative year: 10.9% (9.6%¿12.2%) vs 10.9% (10.7%¿11.2%) of the class.;-At 3rd postoperative year: 12.5% (11.1%¿13.8%) vs 13.6% (13.3%¿13.9%) of the class.;-At 4th postoperative year: 14.6% (13.1%¿16.2%) vs 15.5% (15.1%¿15.8%) of the class.;-At 5th postoperative year: 15.9% (14.2%¿17.5%) vs 16.8% (16.5%¿17.2%) of the class.;-At 7th postoperative year: 17.7% (15.9%¿19.5%) vs 19.3% (18.9%¿19.7%) of the class.;-At 9th postoperative year: 18.9% (16.7%¿21.0%) vs 21.3% (20.7%¿21.8%) of the class.;-At 10th postoperative year: 19.4% (17.0%¿21.8%) vs 22.3% (21.6%¿23.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257237-1-L60,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred five (905) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred five (905) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, sixty-one (61) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred five (905) primary TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confident intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.5% (3.1%¿5.9%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 6.1% (4.5%¿7.7%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.4% (4.7%¿8.0%) vs 6.4% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 6.6% (4.9%¿8.3%) vs 6.8% (6.5%¿7.2%) of the class.;-At 5th postoperative year: 7.3% (5.4%¿9.1%) vs 7.2% (6.9%¿7.6%) of the class.;-At 7th postoperative year: 7.8% (5.8%¿9.7%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 8.6% (6.0%¿11.0%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 8.6% (6.0%¿11.0%) vs 9.2% (8.5%¿10.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257237-1-L61,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred five (905) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later revised due to other-unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of nine hundred five (905) knees underwent primary TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, sixty-one (61) knees were later revised due to the following complications: twenty-four (24) knees due to infection, one (1) knee due to periprosthetic fracture, one (1) knee due to malposition/malalignment, one (1) knee due to aseptic loosening and thirty-four (34) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component. ;;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of nine hundred five (905) primary TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025. The cumulative revision rates for these components are comparable to other TKA constrained products (referred to as ¿the class¿ below) out to 10 years as determined by overlapping confident intervals.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;-At 1st postoperative year: 4.5% (3.1%¿5.9%) vs 4.1% (3.9%¿4.4%) of the class.;-At 2nd postoperative year: 6.1% (4.5%¿7.7%) vs 5.6% (5.3%¿5.9%) of the class.;-At 3rd postoperative year: 6.4% (4.7%¿8.0%) vs 6.4% (6.0%¿6.7%) of the class.;-At 4th postoperative year: 6.6% (4.9%¿8.3%) vs 6.8% (6.5%¿7.2%) of the class.;-At 5th postoperative year: 7.3% (5.4%¿9.1%) vs 7.2% (6.9%¿7.6%) of the class.;-At 7th postoperative year: 7.8% (5.8%¿9.7%) vs 8.0% (7.6%¿8.4%) of the class.;-At 9th postoperative year: 8.6% (6.0%¿11.0%) vs 8.7% (8.1%¿9.2%) of the class.;-At 10th postoperative year: 8.6% (6.0%¿11.0%) vs 9.2% (8.5%¿10.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00257238-1-L146,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L147,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L148,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L149,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L150,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L151,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L152,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L153,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to unspecified infection. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L154,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to dislocation/instability. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L155,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L156,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L157,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L158,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to aseptic loosening. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L159,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L160,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L161,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00257238-1-L162,,4/27/2026,1/28/2026,RT-PLUS Knee System,RT-Plus Modular Tibial Component,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one (1) knee was later re-revised due to other-unspecified reasons. ","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand three hundred sixty-two (1,362) knees underwent revision TKA procedures between 01-Feb-2013 and 31-Mar-2025, using an RT-Plus Modular tibial component. From these, one hundred and sixty-two (162) knees were later re-revised due to the following complications: sixty-six (66) knees due to infection, three (3) knees due to dislocation/instability, three (3) knees due to periprosthetic fracture, one (1) knee due to malposition/malalignment, twenty-eight (28) knees due to aseptic loosening, one (1) knee due to wear and sixty (60) knees due to other-unknown reasons. Registry data included in this report may overlap, as implant components can be used together within the same reconstruction system and may therefore be reported in more than one registry dataset. Due to the stratified and aggregated nature of the data, Smith+Nephew is unable to identify or exclude potential duplication. Therefore, all data is reported as provided for each implant component.; ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2025 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the RT-Plus Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand three hundred sixty-two (1,362) revision TKA procedures with RT-Plus Modular tibial components were performed in Germany between 01-Feb-2013 and 31-Mar-2025.; ;The cumulative re-revision rates for aseptic revisions are statistically significantly lower than the aseptic revisions class at 1 to 10 years of follow-up, based on non-overlapping confidence intervals.; ;Regarding septic revisions, the cumulative re-revisions rates are statistically significantly lower than the septic revisions class at all time points, based on non-overlapping confidence intervals.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;1. Aseptic Knee Revisions (RT-Plus Modular tibial components used in 1,067 knees vs 55,341 procedures listed for the class. 105 re-revisions reported).;;-At 1st postoperative year: 3.7% (2.5%¿4.8%) vs 5.7% (5.5%¿5.9%) of the class.;-At 2nd postoperative year: 6.6% (5.0%¿8.1%) vs 9.9% (9.7%¿10.2%) of the class.;-At 3rd postoperative year: 8.2% (6.4%¿10.0%) vs 12.5% (12.2%¿12.8%) of the class.;-At 4th postoperative year: 9.9% (7.9%¿11.9%) vs 14.4% (14.0%¿14.7%) of the class.;-At 5th postoperative year: 11.3% (9.1%¿13.5%) vs 15.7% (15.4%¿16.1%) of the class.;-At 7th postoperative year: 12.4% (9.9%¿14.7%) vs 18.2% (17.7%¿18.6%) of the class.;-At 9th postoperative year: 14.0% (10.9%¿17.0%) vs 20.1% (19.6%¿20.7%) of the class.;-At 10th postoperative year: 15.3% (11.3%¿19.2%) vs 21.2% (20.5%¿21.8%) of the class.;;2. Septic Knee Revisions (RT-Plus Modular tibial components used in 295 knees vs 14,387 procedures listed for the class. 57 re-revisions reported).;;-At 1st postoperative year: 12.9% (9.0%¿16.7%) vs 19.3% (18.6%¿19.9%) of the class.;-At 2nd postoperative year: 15.7% (11.3%¿19.8%) vs 24.2% (23.4%¿24.9%) of the class.;-At 3rd postoperative year: 17.6% (12.9%¿22.1%) vs 27.5% (26.7%¿28.3%) of the class.;-At 4th postoperative year: 18.8% (13.9%¿23.5%) vs 29.4% (28.5%¿30.2%) of the class.;-At 5th postoperative year: 20.2% (14.9%¿25.1%) vs 31.0% (30.1%¿31.9%) of the class.;-At 7th postoperative year: 25.0% (18.4%¿31.0%) vs 33.5% (32.5%¿34.5%) of the class.;-At 9th postoperative year: 25.0% (18.4%¿31.0%) vs 35.5% (34.2%¿36.7%) of the class.;-At 10th postoperative year: 25.0% (18.4%¿31.0%) vs 36.5% (34.9%¿38.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 77 YEARS TO 75 YEARS), B5 (EVENT NARRATIVE), D1 ('RT-PLUS FEMORAL COMPONENTS' REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL RT-PLUS AND RT-PLUS MODULAR IMPLANTS), D2A/D2B: FDA PRODUCT CODE UPDATED FROM JWH TO KRO BASED ON CORRECTIVE ACTION PLAN COMMUNICATED TO FDA ON JULY 31, 2025, H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 537). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 9613369-2025-00046 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 9613369, DATA SOURCE: ENDOPROTHESENREGISTER DEUTSCHLAND (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: KRO. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSIONS (INITIAL & FOLLOW UP - 001) ON MARCH 17, 2025: - (B)(4) (L1-L95) - (B)(4) (L1-L56) - (B)(4) (L1-L158) - (B)(4) (L1-L159) - (B)(4) (L1-L99) - (B)(4) (L1-L59) - (B)(4) (L1-L145) - (B)(4) (L1-L218) - (B)(4) (L1-L319) EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORMS SUBMITTED ON MARCH 17, 2025 REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 ¿ MARCH 31). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY OR REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - RT-PLUS FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND EIGHT HUNDRED AND EIGHT (2808) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND SIXTY-TWO KNEES (162) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FOUR (44) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-TWO (92) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL COMPONENTS: IMPLANTED IN SEVEN HUNDRED SIXTY-EIGHT (768) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIFTY-SIX (56) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY (20) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND THIRTY-TWO (32) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL COMPONENTS: IMPLANTED IN TWO THOUSAND SEVEN HUNDRED THIRTY-EIGHT (2738) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FIFTY-NINE (159) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-ONE (41) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-ONE (91) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR TIBIAL COMPONENTS: IMPLANTED IN EIGHT HUNDRED THIRTY-NINE (839) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIFTY-NINE (59) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-THREE (23) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND THIRTY-THREE (33) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL INSERTS: IMPLANTED IN THREE THOUSAND FIVE HUNDRED AND SEVENTY-SEVEN (3577) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED EIGHTEEN (218) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FOUR (64) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO DISLOCATION/INSTABILITY, ELEVEN (11) KNEES DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) KNEE DUE TO MALPOSITION/MALALIGNMENT, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND ONE HUNDRED TWENTY-FOUR (124) KNEES DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TKA PROCEDURES: - RT-PLUS FEMORAL COMPONENTS: IMPLANTED IN SIX HUNDRED EIGHTY-TWO (682) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN NINETY-FIVE KNEES (95) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-TWO (42) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING AND THIRTY-TWO (32) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND THREE HUNDRED SIXTY-SIX (1366) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-EIGHT (158) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SEVEN (27) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND SIXTY (60) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS TIBIAL COMPONENTS: IMPLANTED IN SEVEN HUNDRED SIXTY-ONE (761) KNEES BETWEEN 01-DEC-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN NINETY-NINE (99) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FIVE (45) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING AND THIRTY-THREE (33) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS MODULAR TIBIAL COMPONENTS: IMPLANTED IN ONE THOUSAND TWO HUNDRED THIRTY-SEVEN (1237) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-FIVE (145) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-EIGHT (58) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND FIFTY-SIX (56) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS TIBIAL INSERTS: IMPLANTED IN TWO THOUSAND TWO HUNDRED AND SEVENTY-SEVEN (2277) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED NINETEEN (319) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FORTY ONE (141) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATION, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) KNEE DUE TO MALPOSITION/MALALIGNMENT, FORTY-SEVEN (47) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND ONE HUNDRED SEVENTEEN (117) KNEES DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, THE TOTAL QUANTITY OF 218 REVISIONS AND 319 RE-REVISIONS (537 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE EPRD FOR THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM. THIS NUMBER WAS DERIVED FROM USAGE DATA OF THE RT-PLUS ARTICULAR INSERT IN BOTH PRIMARY AND REVISION TKA PROCEDURES. ACCORDING TO THE EPRD DETAIL REPORT, THE RT-PLUS ARTICULAR INSERT HAS BEEN USED EXCLUSIVELY WITH RT-PLUS OR RT-PLUS MODULAR TIBIAL BASEPLATES IN PRIMARY TKA. FOR REVISION TKA, THE REPORT LISTS 52 TRADEMARK COMBINATIONS INVOLVING THE RT-PLUS INSERT WITH VARIOUS FEMORAL, TIBIAL AND PATELLAR COMPONENTS, THOUGH ONLY 20 COMBINATIONS ARE EXPLICITLY SHOWN. WHILE S+N DOES NOT HAVE ACCESS TO THE SPECIFIC DETAILS OF THE REMAINING 32 COMBINATIONS, IT IS ASSUMED THAT THE RT-PLUS ARTICULAR INSERT WAS USED WITH ITS COMPATIBLE FEMORAL OR TIBIAL COMPONENTS FROM THE RT-PLUS OR RT-PLUS MODULAR SYSTEMS. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE RT-PLUS & RT-PLUS MODULAR KNEE SYSTEMS PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD DETAIL REGISTRY REPORTS FOR THE RT-PLUS AND THE RT-PLUS MODULAR KNEE SYSTEM IMPLANTS PROVIDED DATA USAGE IN PRIMARY TKA AND REVISION TKA. ALL SURVIVORSHIPS FOR THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM WERE COMPARABLE TO (BASED ON OVERLAPPING CONFIDENCE INTERVALS) OR HIGHER/BETTER (HIGHER MEAN FOR SUBJECT DEVICES WITH NO OVERLAPPING OF 95% CONFIDENCE INTERVALS FOR THE CLASS) THAN THE CLASS SURVIVORSHIPS. THE REPORTED REASONS FOR REVISION WERE CONSISTENT WITH THE POTENTIAL HARMS IDENTIFIED IN THE DFMEAS FOR THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM. NO INCREASED RISKS TO HEALTH HAVE BEEN IDENTIFIED AS PART OF THE REVIEW OF THE POSTOPERATIVE COMPLICATIONS REPORTED THROUGH THESE REGISTRY REPORTS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY OR REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - RT-PLUS FEMORAL COMPONENTS: IMPLANTED IN TWO THOUSAND EIGHT HUNDRED AND EIGHT (2,808) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND SIXTY-TWO KNEES (162) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FOUR (44) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-TWO (92) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL COMPONENTS: IMPLANTED IN SEVEN HUNDRED SIXTY-EIGHT (768) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIFTY-SIX (56) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY (20) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO DISLOCATION/INSTABILITY, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND THIRTY-TWO (32) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL COMPONENTS: IMPLANTED IN TWO THOUSAND SEVEN HUNDRED THIRTY-EIGHT (2738) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FIFTY-NINE (159) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-ONE (41) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-ONE (91) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR TIBIAL COMPONENTS: IMPLANTED IN EIGHT HUNDRED THIRTY-NINE (839) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FIFTY-NINE (59) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWENTY-THREE (23) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, ONE (1) KNEE DUE TO ASEPTIC LOOSENING AND THIRTY-THREE (33) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS TIBIAL INSERTS: IMPLANTED IN THREE THOUSAND FIVE HUNDRED AND SEVENTY-SEVEN (3,577) KNEES BETWEEN 01-JAN-2013 AND 31-MAR-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWO HUNDRED EIGHTEEN (218) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FOUR (64) KNEES DUE TO INFECTION, FIVE (5) KNEES DUE TO DISLOCATION/INSTABILITY, ELEVEN (11) KNEES DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) KNEE DUE TO MALPOSITION/MALALIGNMENT, EIGHT (8) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND ONE HUNDRED TWENTY-FOUR (124) KNEES DUE TO OTHER-UNKNOWN REASONS. 2. REVISION TKA PROCEDURES: - RT-PLUS FEMORAL COMPONENTS: IMPLANTED IN SIX HUNDRED EIGHTY-TWO (682) KNEES BETWEEN 01-MAY-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN NINETY-FIVE KNEES (95) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-TWO (42) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING AND THIRTY-TWO (32) KNEES DUE TO OTHER-UNKNOWN REASONS. - RT-PLUS MODULAR FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND THREE HUNDRED SIXTY-SIX (1,366) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED FIFTY-EIGHT (158) CASES DUE TO THE FOLLOWING COMPLICATIONS: SIXTY-FIVE (65) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-SEVEN (27) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND SIXTY (60) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS TIBIAL COMPONENTS: IMPLANTED IN SEVEN HUNDRED SIXTY-ONE (761) KNEES BETWEEN 01-DEC-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN NINETY-NINE (99) CASES DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FIVE (45) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO RECURRENT DISLOCATION, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, TWO (2) KNEES DUE TO MALPOSITION/MALALIGNMENT, FIFTEEN (15) KNEES DUE TO ASEPTIC LOOSENING AND THIRTY-THREE (33) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS MODULAR TIBIAL COMPONENTS: IMPLANTED IN ONE THOUSAND TWO HUNDRED THIRTY-SEVEN (1,237) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND FORTY-FIVE (145) CASES DUE TO THE FOLLOWING COMPLICATIONS: FIFTY-EIGHT (58) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO RECURRENT DISLOCATIONS, THREE (3) KNEES DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO MALPOSITION/MALALIGNMENT, TWENTY-FOUR (24) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND FIFTY-SIX (56) KNEES DUE TO OTHER-UNKNOWN REASONS. -RT-PLUS TIBIAL INSERTS: IMPLANTED IN TWO THOUSAND TWO HUNDRED AND SEVENTY-SEVEN (2,277) KNEES BETWEEN 01-FEB-2013 AND 31-MAR-2024. SUBSEQUENT RE-REVISION SURGERIES WERE REPORTED IN THREE HUNDRED NINETEEN (319) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE HUNDRED AND FORTY ONE (141) KNEES DUE TO INFECTION, THREE (3) KNEES DUE TO RECURRENT DISLOCATION, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) KNEE DUE TO MALPOSITION/MALALIGNMENT, FORTY-SEVEN (47) KNEES DUE TO ASEPTIC LOOSENING, ONE (1) KNEE DUE TO WEAR AND ONE HUNDRED SEVENTEEN (117) KNEES DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, THE TOTAL QUANTITY OF 218 REVISIONS AND 319 RE-REVISIONS (537 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE EPRD FOR THE RT-PLUS AND RT-PLUS MODULAR KNEE SYSTEM. THIS NUMBER WAS DERIVED FROM USAGE DATA OF THE RT-PLUS ARTICULAR INSERT IN BOTH PRIMARY AND REVISION TKA PROCEDURES. ACCORDING TO THE EPRD DETAIL REPORT, THE RT-PLUS ARTICULAR INSERT HAS BEEN USED EXCLUSIVELY WITH RT-PLUS OR RT-PLUS MODULAR TIBIAL BASEPLATES IN PRIMARY TKA. FOR REVISION TKA, THE REPORT LISTS 52 TRADEMARK COMBINATIONS INVOLVING THE RT-PLUS INSERT WITH VARIOUS FEMORAL, TIBIAL AND PATELLAR COMPONENTS, THOUGH ONLY 20 COMBINATIONS ARE EXPLICITLY SHOWN. WHILE S+N DOES NOT HAVE ACCESS TO THE SPECIFIC DETAILS OF THE REMAINING 32 COMBINATIONS, IT IS ASSUMED THAT THE RT-PLUS ARTICULAR INSERT WAS USED WITH ITS COMPATIBLE FEMORAL OR TIBIAL COMPONENTS FROM THE RT-PLUS OR RT-PLUS MODULAR SYSTEMS.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF TWO THOUSAND EIGHT HUNDRED AND EIGHT (2808) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2013 AND (B)(6) 2024, USING AN RT-PLUS FEMORAL COMPONENT. FROM THESE, ONE HUNDRED AND SIXTY-TWO KNEES (162) WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FOUR (44) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-TWO (92) KNEES DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2013 AND (B)(6) 2024 IN GERMANY.

Manufacturer narrative:
REPORTING QUARTER: 1 ((B)(6) - (B)(6) 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESEN REGISTER JOINT REGISTRY (EPRD) FROM GERMANY, A TOTAL OF TWO THOUSAND EIGHT HUNDRED AND EIGHT (2808) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2013 AND (B)(6) 2024, USING AN RT-PLUS FEMORAL COMPONENT. FROM THESE, ONE HUNDRED AND SIXTY-TWO KNEES (162) WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FORTY-FOUR (44) KNEES DUE TO INFECTION, FOUR (4) KNEES DUE TO DISLOCATION/INSTABILITY, TEN (10) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO MALPOSITION/MALALIGNMENT, SEVEN (7) KNEES DUE TO ASEPTIC LOOSENING, TWO (2) KNEES DUE TO WEAR AND NINETY-TWO (92) KNEES DUE TO OTHER-UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2013 AND (B)(6) 2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE RT-PLUS KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO THOUSAND EIGHT HUNDRED AND EIGHT (2808) PRIMARY TKA PROCEDURES WITH RT-PLUS FEMORAL COMPONENTS HAVE BEEN PERFORMED IN GERMANY BETWEEN (B)(6) 2013 AND (B)(6) 2024. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE LOWER THAN THE REVISION RATES PROVIDED FOR THE EPRD AGGREGATE TKA PRIMARY PROCEDURES (REFERRED TO AS ¿THE CLASS¿ BELOW) FROM THE FIRST THROUGH THE EIGHTH POSTOPERATIVE YEAR. THIS DIFFERENCE IS NON-SIGNIFICANT BASED ON THE OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 4.1 % (3.3%-4.8%) VS 4.1% (3.8%-4.4%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 5.2% (4.4%-6.1%) VS 5.6% (5.3%-6.0%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 5.8% (4.9%-6.7%) VS 6.4% (6.0%-6-8%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 6.3% (5.3%-7.2%) VS 6.8% (6.4%-7.2%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 6.5% (5.5%-7.5%) VS 7.2% (6.8%-7.6%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 6.6% (5.6%-7.6%) VS 7.6% (7.1%-8.0%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 6.7% (5.7%-7.8%) VS 8.0% (7.5%-8.5%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 6.7% (5.7%-7.8%) VS 8.4% (7.8%-9.0%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.